Manufacturer narrative:
Findings: unit received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, dog chew marks, scratched reservoir tube window and missing reservoir tube o-ring.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that their dog ate their insulin pump. The customer stated that damage was on the reservoir compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.